Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of no ke45 found around the distal end, a cut on the pink probe, and pinholes in the lg lens adhesive is traced to component failure due to degradation. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device evaluation, the service repair technician indicated that no thixotropic adhesive (ke45) was found around the distal end and pinholes in the light guide (lg) lens adhesive were identified. In addition, a cut was observed on the distal pink rubber probe cover. There was no patient involvement.